Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not sending information to the c2 safe. A field service engineer checked all cables and ports and rebooted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system, the station was not communicating. The customer stated that the malfunction occurred when user trying to issue medication to patient, and the user was able to retrieve medications from the another station. There were no adverse events or injuries reported based on this event.